Event description:
In an article, a surgeon reported having a pt whose intraocular lens (iol) was noted to have forceps mark following implant surgery. Furthermore, the physician was dissatisfied with both near and far vision. The lens was exchanged and the pt's visual acuity improved. Add'l info has been requested.

Manufacturer narrative:
The prod was not returned for analysis. Prod history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested.